Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/17/2021. H.6. Investigation: a physical syringe it was received which was sent to the quality control laboratory for his visual and functional test. The quality technician notified that the stopper presents deformity which would be generating the leak. No root cause is determined as it cannot be traced to the manufacturing site, additionally there are no corrective actions. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that insulin leaked past the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger. The following information was provided by the initial reporter: "caller reported that when she pulled back the plunger to fill the syringe with insulin the plunger came out the back of the syringe and the insulin spilled everywhere."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin leaked past the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger. The following information was provided by the initial reporter: "caller reported that when she pulled back the plunger to fill the syringe with insulin the plunger came out the back of the syringe and the insulin spilled everywhere."